Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, initial inratio: 5.2, repeat inratio: 4.5. Time between testing: a few minutes. Patient's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.